Event description:
Baxter affiliate reported that a transfer set has been replaced because of a leak of peritoneal dialysis fluid through the tubing. Transfer set was placed on jan. 2005. No pt injury or medical intervention as associated with this incident per baxter affiliate.